Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds saturated. Associated malfunctions for this device: manifold valve not switching fully.